Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Impact code f2303 is being used to capture the reportable event of medication required. Patient code e0506 is being used to capture the reportable event of hemorrhage/blood loss/bleeding.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on (B)(6), 2023. The patient showed up on the first check up and report having the following symptoms vomiting and abdominal pain. The physician checked patient and discussed with patient those symptoms are normal at this point. After 4 months of the balloon implanted, the patient contacted the physician stating she is having vomiting, pain, and abdominal distention. The patient went to the emergency room on may 12, 2024. A CT scan was preformed, and it was found that the balloon was hyperinflated. The balloon was removed on (B)(6) 2024, during the removal of the balloon a small superficial mucosal lesion was found and treated with clips. Upon discharge the patient was giving the following medications pantorc and tachipirina. It was also reported that during the filling of the balloon methylene blue was used. There have been no reported patient complication following this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.